Event description:
It was reported that the pump miscalculated boluses. . Tandem technical support reviewed the pump logs and determined that the bolus calculation was correctly calculated, pump functioned as intended; reportedly the customer was unclear on the insulin on board function of the pump. Tandem educated caller on correction bolus calculations with insulin on board. The customer experienced a low blood glucose (bg) level of 41 mg/dl. Customer consumed carbohydrates to address bg.